Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported false positive results when running the alinity m resp-4-plex assay. The samples were retested on the geneexpert which generated negative results. According to the customer the negative result were the only ones reported outside the lab. Therefore there was no impact to patient management due to this observation. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
B5 updated to clarify that the alleged false positive results were generated on the rsv target. Additionally to add information that the customer later reported 7 additional false positives with late amplification on the rsv target. There was no report of impact to patient management for these additional samples. Evaluation of this complaint confirms that it is associated with a previously investigated complaint. The ticket reported discrepant patient results with non-sigmoidal unusual/abnormal curves. These abnormal curves were not invalidated and incorrectly provided patient samples with a positive result when using the alinity m resp-4-plex amp kit (list 09n79-090). Non-sigmoidal curves are not expected to produce positive results. Therefore, this ticket will also be dispositioned as confirmed. Specification not met: while the runs were valid and met assay specification requirements, a product deficiency was identified based on the interpretation of the patient samples. Positive results are expected to generate a sigmoidal curve. False positive discrepant patient results identified in this complaint exhibited non-sigmoidal unusual/abnormal curves. These abnormal curves were not invalidated and incorrectly provided patient samples with a positive result. Non-sigmoidal curves are not expected to produce positive results. Abbott molecular determined that a field corrective action should be taken via approval of 493-risk. This action was communicated to the FDA on november 6, 2021 as a draft 806 report and a request to review letter content. Urgent field safety notice /field correction recall (fa-am-dec2021-264) and a technical service bulletin to provide customers background on the issue, potential impact and necessary actions was issued. The following mdrs were also reported as related to fa-am-dec2021-264: 3005248192-2021-00110 follow up report 2. 3005248192-2021-00406.

Event description:
The alleged false positive results were generated on the rsv target. Customer later reported 7 additional false positives with late amplification on the rsv target. There was no report of impact to patient management for these additional samples.